Event description:
The patient stated that he noticed that his blood glucose reading was high at 428 mg/dl, so he checked his infusion device and noticed a 77 displayed on the infusion device screen. The patient's normal blood glucose range is 90 to 300 mg/dl. The patient stated that he installed a new power pack and the infusion device started working properly. The patient was aware of the power pack recall. The patient reported no symptoms with his elevated blood glucose. The patient stated that he would help correct his elevated blood glucose by skipping his dinner meal. The patient did not report assistance by a healthcare professional or second party to address the issue. Replacement product is being sent to the patient. Product will not be returned for evaluation.